Event description:
It was reported that during the preparation of a procedure to treat patient with atrial fibrillation (afib), an intellanav stablepoint open-irrigated catheter was selected for use. It was observed that there was insufficient irrigation flow from the catheter tip. The issue resolved by taking a new intellanav stablepoint catheter. The procedure was completed. There were no patient complications. The device was returned for analysis.

Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Upon receipt at the post market laboratory, the device was inspected. The catheter does not have visual defects. The device was then connected to a metriq pump. The pump was programmed to 30ml/min and the device could not be irrigated. During the dissection test an obstruction on the lumen was found, procedural waste was detected. Based on the product analysis the reported clinical observation of difficult to irrigate was able to be confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of a procedure to treat patient with atrial fibrillation (afib), an intellanav stablepoint open-irrigated catheter was selected for use. It was observed that there was insufficient irrigation flow from the catheter tip. The issue resolved by taking a new intellanav stablepoint catheter. The procedure was completed. There were no patient complications. The device is expected to be returned for analysis.